Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's expiratory cassette had a leakage. The ventilator was investigated by our field service engineer on-site and the expiratory membrane was cleaned which solved the issue. No log files were provided and no parts have been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator's expiratory cassette had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).